Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis which warranted antibiotic therapy. The etiology of the peritonitis is unknown; therefore causality cannot be determined. However, those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the information available, the liberty select cycler and/or the liberty cycler set can be disassociated from the event as there is no evidence or indication the liberty select cycler and/or liberty cycler set caused or contributed to a serious adverse event. Additionally there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, although the liberty select cycler has not been returned to the manufacturer for evaluation, the mwd watchdog timer error (investigated under file (B)(4)) is a software failure and would not directly affect the sterility of the procedure. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized on (B)(6) 2018 for bladder infection unrelated to fresenius peritoneal dialysis treatment. Upon follow up, the pdrn stated that the patient was admitted to the hospital for a urology procedure (urethra being cleaned out) and later on developed peritonitis on (B)(6) 2018. Pdrn stated that patient has been discharged and is fully recovered. Pdrn stated that the patient did have a culture taken which was positive for peritonitis and the organism was e.coli. Pdrn stated that the patient was prescribed antibiotics but the type, route, dose, and duration were unknown as the patient was treated in the hospital. Pdrn stated they were unsure of the cause of the peritonitis event as the patient does practice aseptic technique and has not reported any fluid leaks. The patient¿s discharge summary and medical records for the event were requested but unable to be obtained. Pdrn stated that the patient is continuing pd therapy. There are no samples available to be returned to the manufacturer for physical evaluation.